Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. No imagery was provided for review. The reported event was confirmed through medical record provided due to unavailability of valve serial number, DHR review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of the IFU revealed no deficiencies. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of similar reported events did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Due to limited information was provided, a definitive root cause was unable to be determined at this time. However, the tissue calcification was more likely contributed by patient condition. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway. H3 other text : not returned

Event description:
As reported by an edwards lifesciences affiliate in spain, regarding an implant case of a 26mm sapien 3 valve in aortic position. Approximately, three (3) years post implant the valve was calcified and presented severe degree of stenosis. The patient presented with pulmonary edema. T he valve was explanted and a 25mm edwards magna ease surgical valve was implanted in replacement. The patient was discharged from hospital. As per medical opinion, the root cause of the valve degeneration may be related to a valve under and asymmetrical expansion.